Manufacturer narrative:
Product code (d2b) - additional product code qon. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this neurostimulator experienced dysuria, pelvic pressure, and pain resulting from a urinary tract infection (uti) treated with antibiotics. The patient reported a pulsating sensation in their tailbone and, upon decreasing stimulation intensity, experience a sudden voiding sensation with increased frequency and urgency. The patient was prescribed additional medications, cystoscopy performed, and their device reprogrammed. Following resolution of the uti, the patient continued to experience urinary urgency and frequency. An x-ray was obtained, and dorsal lead migration was observed; the patient turned off their device for a period of 10 days. Following another uti, medication changes, and weight loss, the patient's symptoms improved. No further details or patient complications were reported.

Event description:
It was reported that the patient implanted with this neurostimulator experienced dysuria, pelvic pressure, and pain resulting from a urinary tract infection (uti) treated with antibiotics. The patient reported a pulsating sensation in their tailbone and, upon decreasing stimulation intensity, experience a sudden voiding sensation with increased frequency and urgency. The patient was prescribed additional medications, cystoscopy performed, and their device reprogrammed. Following resolution of the uti, the patient continued to experience urinary urgency and frequency. An x-ray was obtained, and dorsal lead migration was observed; the patient turned off their device for a period of 10 days. Following another uti, medication changes, and weight loss, the patient's symptoms improved. No further details or patient complications were reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.